Manufacturer narrative:
No 15687-28 product samples, videos or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Correction: d10 - concomitant product null: should have been blank in the initial emdr. Updated information can be found in d9.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 128 inch was found to have been occluded during patient use. It was reported that they are experiencing proximal occlusion due to back priming. The event occurred during infusion of dilaudid. There was no patient harm reported.